Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 220 units of insulin. Customer¿s blood glucose was 132 mg/dl. Reportedly, the customer loaded a new cartridge and received a cartridge change error message. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy.